Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the set screw did not make a clicking noise when the securing the right ventricular (rv) lead into the port. As a secure connection could not be confirmed, the device was removed. No adverse patient effects were reported.